Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the customer that during a routine check the cardiosave intra-aortic balloon pump (iabp) touchscreen monitor was malfunctioning. There was no patient involvement and no harm was reported. The touchscreen assembly was replaced. The unit passed all functional and safety tests to manufacturer specifications.